Manufacturer narrative:
It was reported that the surgical clipper's charger overheated and caught fire. Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, or procedural details. Per the lot number provided, this surgical clipper was part of a corrective action that took place in 2015 and it was confirmed that the facility acknowledged this corrective action. No impact to a patient, staff, or procedure was originally reported. There was no serious injury, medical intervention, or follow-up care reported related to the event. Due to the reported incidence of fire, this medwatch is being filed. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper's charger overheated and caught fire.